Event description:
It was reported that during the procedure in the heavily tortuous right subclavian, a 7 x 29 x 135 mm omnilink elite stent delivery system was advanced and the stent was deployed at the target lesion. Post dilatation was performed as standard procedure using a non-abbott dilatation catheter and the 7 french guide sheath was advanced to the stent. As the guide sheath was advanced, it caught the proximal edge of the newly implanted omnilink elite stent, compressing the stent. The omnilink stent stayed within the target lesion; however, the proximal portion of the lesion was uncovered by the stent. An unspecified dilatation catheter was advanced to the site and the balloon expanded to open up the stent. A longer non-abbott stent was then deployed at the site to cover the entire lesion and the previously deployed omnilink stent. A clinically significant delay was reported; however, there were no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: cordis powerflex 8 x 20 x 135, sheath: 7 french non-abbott guide sheath. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Images from the procedure were received and reviewed by an abbott clinical specialist. The reviewer concluded that the images were consistent with the incident description. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.